Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-07529. It was reported that vessel perforation and rotawire fracture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery (rca). A 330cm rotawire¿ and 1.25mm rotalink¿ plus were used to treat and advance to the lesion. After a non- bsc guiding catheter was engaged, a non-bsc wires were crossed the lesion. Then a 135cm non-bsc microcatheter was used and the wires were replaced with rotawire. The lesion was ablated with the burr. Ablation was performed approximately 15 times with 10 seconds duration and maximum down speed of 16,000 rpm. During ablation, it was noted that the wire was detached and the burr perforated the proximal lesion. The bleeding was stopped temporarily with an unspecified perfusion balloon. An attempt was made to insert and cross a guidewire, but it only advanced to the outside of the vessel. The physician used the guidewire that came out to the outside of vessel and stopped the bleeding by performing long inflation with a 2.5mm/15 non- bsc balloon catheter and decided to perform surgery to stop the bleeding. Then bypass was done. The detached piece of the wire was removed from the patient during the surgery. No further patient complications reported.